Event description:
It was reported that during a coronary artery stenting procedure, there was difficulty crossing the lesion and when the stent was removed stent damage was observed. Pci was performed in a moderately tortuous, calcified 90% stenosed portion of the proximal to mid left anterior descending (prox/mid lad) with unk calcification. The device was removed outside the body and it was found that the stent got flared. The procedure was completed with a different device. Pt's condition is reported as "good."